Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had been exposed to water and then appeared to be full of water. The reporter stated that the pump had no power and there was visible moisture under the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: a visual inspection of the pump showed a cracked battery compartment and evidence of moisture in the battery compartment. During testing, the pump was unable to power on and was unresponsive. The pump failed a leak test. The cover was removed, and internal moisture was found.